Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm brake was cleaned and adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the c-arm on the 6800 system was stuck in the ap position during a case. No patient injury was reported.